Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/28/2019. Additional narrative: it was reported that the patient experienced pain, seroma, infection and anxiety following surgery. It was reported that the patient underwent removal of previous mesh and repair of recurrent hernia on (B)(6) 2017 and proceed was implanted. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.